Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) lead replacement procedure due to lack of adequate efficacy clinically. The surgeon indicated that the issue was ongoing after the initial dbs placement. There was no device issue. The patient was doing well postoperatively. The explanted leads will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads: upn m365m365db2202450. Model db-2202-45. Serial-lot (B)(6). Batch 7084660